Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps elevator not moving was ¿the first inside stent manufactured by another company followed by the second one the suggested event occurred, that during that time, some event to prevent the forceps elevator from moving down, such as the wire for stent return being caught in the forceps elevator. ¿ the event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. 1 straighten the bending section. 2 move the elevator control lever slowly all the way in the opposite direction of the ¿<= u¿ direction. 3 while observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿<= u¿ direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 4 confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. (See figure 3.22) 5 move the elevator control lever slowly all the way in the opposite direction of the ¿<= u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly.¿ olympus will continue to monitor field performance for this device.

Event description:
During a therapeutic bile duct drainage surgery procedure, when using evis lucera elite duodenovideoscope, after placing the first gadelius inside stent, when placing the second stent, insert the stent into the forceps while raising the forceps table, and then insert the stent into the forceps opening. When taken out, the forceps lifter did not fall down with the lever at hand, although it is unknown why it got caught. The forceps elevator was strongly pushed down with the stent, and the procedure was completed. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.